Event description:
The pt was attempting to get up from her bed with the aid of a mastercare deluxe folding walker, when the left front leg of the product bent and collapsed under her, causing her to fall and sustain a fractured left fibula and fractured left fifth toe.